Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Additional information was requested, and the following was received: 1. Unfortunately the incidence took place and the stapler was very quickly discarded afterwards I couldn't collect such information. 2. Manual device. 3. No, the cutting washer sound was heard, but the stapler didn't cut nor form a staple line. 4. There was no cut line. 5. Since there was no any cutting action, no donuts were formed. 6. They weren't even formed, so they weren't complete. 7. The staple line wasn¿t formed, nor the cut line, the stapler failed to capture the tissues and cut them. 8. Opened staples around the tissues. 9. Fortunately, it was handled by the surgeon and thankfully no consequence was seen. The device was discarded by the hospital after the or very shortly, that¿s why I couldn¿t get the lot number/code/batch number. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, failure of circular stapler. After forming the pursed string and positioning the staple firing and hearing the cutting washer we found out that the anastomoses wasn't formed and the staples didn't capture the tissues. The procedure was delayed 60 minutes. There was no patient consequence.